Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 62 year old male patient admitted in with cardiomyopathy, presenting in scai stage e shock. The underlying medical history was not shared. The pump was supporting when on day 17 there was an observation made of purge flow dropping to 2.6ml/hr and purge pressure at 900s. The team made decision to troubleshoot by adding the lytic, tpa, to the purge. After a few hours the purge flow returned to baseline and purge was changed back to dextrose and sodium bicarbonate. No purge alarms were present any longer. The pump remains on for support, well beyond the pump indication use as currently on day 22. Tpa was utilized for the purge alarming to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Event description:
Us clinical narrative: (updated 2026-5-6). An impella 5.5 was inserted via the axillary artery graft site to support the 62 year old male patient admitted in with cardiomyopathy, presenting in scai stage e shock. The underlying medical history was not shared. The pump was supporting when on day 17 there was an observation made of purge flow dropping to 2.6ml/hr and purge pressure at 900s. The team made decision to troubleshoot by adding the lytic, tpa, to the purge. After a few hours the purge flow returned to baseline and purge was changed back to dextrose and sodium bicarbonate. No purge alarms were present any longer. The pump remains on for support, well beyond the pump indication use as currently on day 22. Tpa was utilized for the purge alarming to mitigate impact of biomaterial within the motor and there was no impact on the patient. The team also found there was a malfunction associated with the automated impella controller (aic). The console was not charging, to troubleshoot the team switched the outlet, but when this did not resolve the issue the aic was swapped out with a new console. This was found on day 27. The pump and aic remain on for support to date without harm from the exchange. There was no clinical consequence to the patient.

Manufacturer narrative:
B5 updated with additional information. A complaint for the console has bee created and MFR is pending.

Event description:
Us clinical narrative: (updated 2026-5-12). An impella 5.5 was inserted via the axillary artery graft site to support the 62-year-old male patient admitted in with cardiomyopathy, presenting in scai stage e shock. The underlying medical history was not shared. The pump was supporting when on day 17 there was an observation made of purge flow dropping to 2.6ml/hr and purge pressure at 900s. The team made decision to troubleshoot by adding the lytic, tpa, to the purge. After a few hours the purge flow returned to baseline and purge was changed back to dextrose and sodium bicarbonate. No purge alarms were present any longer. The pump remains on for support, well beyond the pump indication use as currently on day 22. Tpa was utilized for the purge alarming to mitigate impact of biomaterial within the motor and there was no impact on the patient. The team also found there was a malfunction associated with the automated impella controller (aic). The console was not charging, to troubleshoot the team switched the outlet, but when this did not resolve the issue the aic was swapped out with a new console. This was found on day 27. The pump and aic remain on for support to date without harm from the exchange. There was no clinical consequence to the patient. Later in the support there was an observation made of the placement signal being low, with intermittent suction. The tte echo imaging confirmed the pump placement and they troubleshot by zero'ing the arterial line. The signal recalibrated. This was observed on day 30. The pump continues to be utilized beyond the indication as noted in the pump IFU.

Manufacturer narrative:
B5 and h6 medical device problem code updated based on the additional information received.MFR or the console is 1220648-2026-07698.

Manufacturer narrative:
Purge pressure high: based on the clinical details and data logs provided, the cause of the purge pressure high is most likely a result of an unintended user error (long purge cassette change), that then resulted in biological material buildup. Placement signal issue: due to insufficient data logs and no product return, the cause of the low or blocked pump flow/placement signal issue cannot be established. Low pump flow: since insufficient data logs were available, product wasn't returned for investigation, and limited clinical details provided the cause could not be established.

Manufacturer narrative:
Additionally, information received confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged transplant. Section d6b (explant date) has been updated accordingly (with d6a implant date repopulated). Related report number. This is one of two device reports related to the event. Refer to h10 for related report number(s).